Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, while being applied to the canal and cystic artery, the clips would not close. The clips were stuck inside and despite an engaged clip, it could not be put in place. When they trying out of the abdomen, the clips seemed to come out of the tip. Another device was used to complete the case. There was no patient injury.